Event description:
A user facility reports that during intraocular lens (iol) surgery, a haptic broke during insertion. The incision was widened to facilitate removal of the lens. Additional information has been requested.